Event description:
The customer reported via phone call that he had a no delivery alarm during a bolus delivery. Customer's blood glucose was 135 mg/dl at the time of the medicine. Customer reported that the alarm was resolved by a complete set change. Customer stated that he saw drops at the end of the infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.